Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. One (1) imp,tsv,4.1mm,sbm,8 was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the event. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth 37 (fdi) and was used for approximately 1 month, and 30 days. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review by lot number was performed for similar events using keyword 'medical pain' and no other similar complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
Doctor reported pain with inflammation and edema at tooth site 37.